Event description:
Surgeon was performing a diagnostic laparoscopy, which turned into a laparoscopic appendectomy with this pt. The surgeon had the appendix amputated then asked for a 10mm clip applier ethicon er320, to clip a piece of mesentery. When the resident pulled the trigger to clip the tissue, it clamped down, but would not release, as it is supposed to do automatically. In order to get the 10mm clip applier off of the tissue, the surgeon used a 5mm clip applier to place clips around the tissue and then used laparoscopic scissors to cut the tissue out that was still in the jaws of the 10mm clip applier.